Manufacturer narrative:
The battery was returned to heartware. Various analyses were conducted in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional analysis revealed that the battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.

Event description:
Approximately 8 months post heartware lvad implantation the customer complained of battery malfunction. The battery was making an unexpected beep when connected to the controller. The vad coordinator followed up on this issue and isolated the problem to one battery. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.